Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bedroom. The meter memory was reviewed for previous test result history: (B)(6). Unable to obtain the lot number for the test strips due to the customer storing the test strips in the meter carrying case; informed the customer of the proper handling and storage of the test strips. The customer is testing three times a day (fasting) and is taking medication for her diabetes (insulin). The customer stated that she has made recent changes in her medication but have not made any recent changes in her diet or exercise regimen.